Manufacturer narrative:
Additional manufacturer narrative:the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review is currently in process. No further actions are possible at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 1.5 years (17 months) due to mitral insufficiency. According to the operative report, the patient presented with severe mitral insufficiency, lvef was approx. 50% with inferior wall hypokinesis. No other findings on the ring were provided. The ring was removed and replaced with an edwards prosthetic valve.